Manufacturer narrative:
The rd was serious injury - reportable. Rd should have been not a complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when cutting was performed, the six devices were able to fire, there was no closure, there was no b formation of the staples and the staple line was incomplete. The incision was extended. The surgical time was extended by thirty minutes more. They sutured by hand to fix the staple line. A new unit was opened to complete the case.